Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent dislodged during attempts to load it onto the guide wire and upon review of the device, the stent struts were noted to be flared. No pt effects. No additional info is available.